Event description:
It was reported that prior to an implant procedure, the device battery voltage was checked and found to be below elective replacement indicator (eri). The voltage was later checked and still had not returned to nominal settings. The device was not used for any implant and there was no patient involvement in this event.

Manufacturer narrative:
Evaluation summary: (B)(4) upon analysis, no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.